Manufacturer narrative:
Concomitant medical products: model: dtma1d1, crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered multiple alerts for high rv defibrillation coil impedance, high superior vena cava (svc) defibrillation coil impedance and high/undefined tip-to-coil pacing impedance. It was noted the lead is currently programmed tip-to-ring/bipolar. A fracture of the high voltage conductor is suspected. Reprogramming was completed, and all high voltage therapies have been turned "off." The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that capture was not able to be confirmed on the current electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.